Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 320 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer stated they were playing in water before the insulin pump alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was received with corroded battery tube.